Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member and a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s leg had been bothering them. The night before the report, when the patient lay down, it was really ¿tingling¿ on their left side. The patient¿s husband turned stimulation down. When stimulation was turned down on the left side, the right side automatically stopped ¿tingling.¿ the patient stated that sometimes in the middle of the night they could feel the tingling stop and then come back on. The patient stated that their leg had been bothering them for at least 2 months and it was unknown when stimulation turning off and back on at night started to occur. It was reported that the device was implanted for pain from their ¿cheeks down to their toes.¿ it was reported that sometimes when they lay on their back they could feel stimulation in the vaginal area. The stimulation in the vaginal area had been since implant. It was noted that the patient had adaptive stimulation turned on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.